Event description:
The blood flow stopped temporarily after post-dilation (brand of the balloon is unk) of a stent that was placed in the carotid artery. However, the flow recovered normal after the debris was suctioned. The pt was a male. The target lesion was carotid artery (no further detail is provided). There is no info regarding the target characteristics. The pt was anti-coagulated, but the medication is unk. There was no difficulty accessing the lesion and positioning the angioguard beyond the lesion. There was no difficulty placing the precise stent. There was no malfunction with the precise or the angioguard device. The physician commented that the possible cause of the event was the debris clogged the filter. The pt is neurologically intact, and in stable condition. The lesion was successfully treated.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.